Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2012-00046 and 2084725-2012-00047.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use and misuse and health hazard evaluation. (B)(4). The shuma (system hazard use and misuse) for cidex plus 28 day solution was assessed as low as reasonably practicable. The hhe (health hazard evaluation) for cidex plus 28 day solution was reviewed for similar issues and the hazard/risk index is none/negligible. No product was returned. No lot number was provided for batch record review. Culturing of the aer was performed and pseudomonas aeruginosa was discovered in the basin of the aer. The asp representative visited the customer site and observed some unsanitary conditions and mishandling of the scope at the facility which could breach the patient safety. There was a ventilation system above the examination table. The filter of the ventilation had visible dust. Sometimes the scope was placed on an unsterilized towel and the scope was wiped with a paper towel that has been sitting in the drawer. The rep explained the issue of the unsanitary conditions and scope handling practice to the doctor and healthcare workers at the facility. From the information provided, the most likely assignable cause is user error.

Event description:
It was reported that after a urologic examination (date unknown) two patients reported symptoms of fever on (B)(6) 2012. The doctor's diagnosis when treating the patients stated that the fever was caused by a pseudomonal aeruginosa bacterial infection. The doctor considered it as not serious. The treatment details are unknown. Both patients have recovered from the symptoms. The facility is unwilling to provide any additional information regarding the patients. The same scope was used on both patients. The facilities cleaning process includes the aer (endoclense-s) and cidex plus 28 solution for disinfection of urological scopes. An enzymatic detergent (brand name and manufacture unspecified) is used to pre-clean scopes prior to processing in the aer. The aer was inspected by the manufacturer and no problem was found. It was reported that cultures were taken from four corners of the aer wash tank, water from inside of the scope, the outer surface of the scope, the faucet, sink and forceps of the scope. Pseudomonas aeruginosa was found in two locations in the aer wash tank and the faucet. It was reported that "sometimes the scope was placed on the unsterilized towel and was wiped with paper towels which sit in a drawer". Also, there is a ventilation system just above the examination table and the filter of the ventilation is dusty. The company representative stated that the environment where scopes are handled and the cleaning practice at the facility is unsanitary. The company representative stated "it is quite difficult to correlate this [patient] issue with the aer or cidex plus 28 day solution, because of the unsanitary environment..." The company representative explained proper handling procedures to the doctor and the healthcare workers. They expressed an understanding. In the event additional information is received, a follow up supplemental medwatch report will be submitted. This is report 1 of 2 patients.